Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: plastic distal end cover has a sharp edge/snag, bending section glue separated, connecting tube scratch, suction cylinder nut paint peeling off, switch section, key top 1 pin hole, switch box unit scratched, universal cord scratched, control unit up down/right/left knob angulation and play out of specification. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera gastrointestinal videoscope had glue on the outside of the therapy scope and glue on mouth to the working channel. Most likely there is glue inside the working channel as well during a gastroscopy, endoscopic injection treatment in the stomach including pylorus for a therapeutic procedure. During inspection and evaluation, there was some mess in the channel (it cannot be denied that this endoscope may have been used in the procedure while this foreign material was present in this endoscope.) There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deformation noted with the channel. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.